Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Additionally, it was reported that the cartridge o-ring was missing and that the customer received a continuous glucose monitor error 42. Reportedly, customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 172 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.